Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after a syncopal episode. Interrogation showed the patient's implantable cardioverter defibrillator was over-sensing cross-talk causing pacing inhibition. The physician made programming changes to the device. The patient was discharged in stable condition.